Manufacturer narrative:
Other relevant device(s) are: product ID: s7 argus os, software version: 1.2. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that upon initial boot up the system stalls on the splash screen and/or a blue screen. After a reboot the system boots up normally and functions intended. No patient.